Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during basal therapy. The customer's blood glucose (bg) level was 198 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.